Manufacturer narrative:
One fast-fix 360 curved needle delivery system were returned for evaluation. Visual assessment of the device shows the insertion needle is bent on two planes. No ts or suture were returned. The actuator is in its post t2 deployment position indicating multiple trigger advancements. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device instructions for use under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.

Event description:
It was reported that during a meniscus suture surgery, the implant t2 fell out after t1 was deployed. Both implants were removed outside patient. A backup was available to complete the procedure successfully, with no significant delay and no patient injuries reported.